Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported and the event was further described as ¿the patient always developed peritonitis¿. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed.